Manufacturer narrative:
No product is being returned for evaluation. Reinforced surgical technique to customer. .

Event description:
Email received states, a pt 13 months post surgery, pt had soft tissue hamstring graft. Graft feels fine. Doctor's concern is the tunnel lysis seen on the x-ray. Clearly there has been tunnel expansion from the index operation and there does not appear to be any new bone in the tunnel. No other info is available at this time.